Manufacturer narrative:
Date sent to the FDA: 1/7/2016, it was reported that patient underwent cystolitholapaxy on (B)(6) 2013, mesh removal on (B)(6) 2013, cystoscopy and cystolitholapaxy on (B)(6) 2015 due to eroded mesh in the bladder. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 due to total uterine prolapse. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2011 due to extreme vaginal pain. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.